Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was suspected to have dislodged. The lead exhibited high thresholds, intermittent capture, noise, t-wave oversensing (twos) during atrial tachycardia/atrial fibrillation (at/af) stored episodes and undersensing. The lead was programmed off and will be reviewed by fluoroscopy. No patient complications have been reported as a result of this event.